Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a broken locking nut. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt locking nut was missing, which prevented the belt from properly securing in the monitor. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. No adverse event resulted from the missing locking nut. The last pt to use this belt did not report any deficiencies.